Manufacturer narrative:
Add'l info.

Manufacturer narrative:
(B)(4). The reported field event of backup vvi was confirmed in the laboratory and was due to low battery voltage. The low battery voltage was caused by premature battery depletion. Based on all the available parameter and usage information, device longevity was found to below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the device was found to be in bvvi mode when the patient was brought into clinic after eri was seen via merlin.net. Premature battery depletion was also noted. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Correction: manufacturer report 2938836-2015-28610 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).